Event description:
After an implantation period of approx. 77 months shock impedance values < 25 ohm were reported via homemonitoring. A check of the device and lead status showed all parameters were ok. The lead remains implanted and active. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available trend curves confirmed a stable shock impedance of approx. 60 ohms between november 2015 and july 2016 with a subsequent sharp decrease <25 ohms. The shock impedance test on 15th july 2016 revealed values between 64 ohms and 65 ohms. Furthermore the provided iegms showed loss of capture on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.